Event description:
It was reported that during the implant attempt, the physician became unable to advance stylets. The lead was not implanted and was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): full lead was analyzed and all conductors were distorted. The distal conductor was also fractured (overstress) and there was deformation/fracture in the 5cm proximal section of the inner coil. Extension problems. Visual inspection noted that the lead was returned with both conductors having a slight bend to them on the connector sleeve. This may have been the cause of the distal conductor being distorted in the connector sleeve which would make the stylet test not able to pass.